Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: reportedly, a suture break occurred with two proglide devices. There was no femoral artery damage. In addition, three fluoroscopic cines were reviewed by an abbott medical advisor. The following are the interpreted cines analysis: in the first image flow is shown through the right common, internal and external iliac arteries. In the second and third images there is no and sluggish distal flow respectively, likely related to the suture break that was reported in the incident. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that after a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in a moderately calcified common femoral artery with two proglide devices using the preclose technique. The arteriotomy was 8f. Reportedly, a suture break occurred with two proglide devices. In addition, it was reported "the patient has complications due to damage of the femoral artery." The sheath was upsized to 18f for the tavi procedure. The tavi procedure was completed and hemostasis was achieved with a prostar xl device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.